Manufacturer narrative:
(B)(4). The battery was replaced, charged overnight and the device passed the power on self test.

Manufacturer narrative:
(B)(4). The medtronic service engineer checked the battery, found the voltage was low, attempted to recharge it but it failed and it will be replaced.

Event description:
It was reported that the ventilator battery would not hold a charge. There was no patient involvement.